Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus china (osh), there was the possibility that the reported phenomenon was attributed to the temporary electrical connection failure due to the connection of the endoscope to the subject device without the sufficient drying of the electrical contacts on the video connector of the endoscope, or some device other than the subject device such as the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure using the subject device at the user facility, the scope communication error b30 was displayed on the monitor. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus china (osh) checked the subject device and found that the reported phenomenon was not duplicated.